Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6). Additional concomitants: alnty c processing modu, 03r67-01, ac07084, ac07085, ac07090, ac07091, ac07086, ac07088.

Event description:
The customer reported falsely elevated calcium results generated on the alinity c processing module on two patients. The following results were provided: on (B)(6) 2024, sid: (B)(6) = alinity ac07087 = 14.61 / 13.85, another alinity (ac07088) = 13.7 mg/dl. On (B)(6) 2024, ac07090 = 13.80 / 10.20 mg/dl; ac07084 = 10.89 mg/dl; ac07085 = 11.12 mg/dl, repeated. On (B)(6) 2024 ac07087 = 10.15 / 10.16 mg/dl; new sample processed on ac07091 = 13.8 / 10.2 mg/dl. On (B)(6) 2024, ac07090 = 9.27 / 9.25 mg/dl; ac07091 = 9.37 / 9.40 mg/dl; ac07086 = 9.24 / 9.22 mg/dl; ac07087 = 9.25 / 9.31 mg/dl. On (B)(6) 2024, sid: (B)(6) = ac07086 = 14.73 mg/dl, ac07087 = 15.06 mg/dl; repeated sample on (B)(6) 2024, ac07091 = 9.06 / 9.17 mg/dl. On (B)(6) 2024, ac07090 = 8.53 / 8.56 mg/dl; ac07091 = 8.59 / 8.67 mg/dl; ac07086 = 8.43 / 8.47 mg/dl; ac07087 = 8.57 / 8.45 mg/dl. Customer¿s normal range: 8.4-10.2 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity c calcium results included a review of data and information provided by the customer, labeling review, search for similar complaints, device history record, and ticket trending review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review did not identify any nonconformances or deviations associated with the likely lot number 88813un24 and the complaint issue. Based on our investigation, no systemic issue or deficiency with the alinity c calcium reagent for lot 88813un24 was identified.

Event description:
The customer reported falsely elevated calcium results generated on the alinity c processing module on two patients. The following results were provided: on (B)(6) 2024 sid (B)(6) = alinity (B)(6) = 14.61 / 13.85, another alinity (B)(6) = 13.7 mg/dl. (B)(6) 2024 (B)(6) = 13.80 / 10.20 mg/dl; (B)(6) = 10.89 mg/dl; (B)(6) = 11.12 mg/dl, repeated on (B)(6) 2024 (B)(6) = 10.15 / 10.16 mg/dl; new sample processed on (B)(6) = 13.8 / 10.2 mg/dl on (B)(6) 2024, (B)(6) = 9.27 / 9.25 mg/dl; (B)(6) = 9.37 / 9.40 mg/dl; (B)(6) = 9.24 / 9.22 mg/dl; (B)(6) = 9.25 / 9.31 mg/dl. On (B)(6) 2024, sid (B)(6) = (B)(6) = 14.73 mg/dl, (B)(6) = 15.06 mg/dl; repeated sample on (B)(6) 2024 (B)(6) = 9.06 / 9.17 mg/dl. On (B)(6) 2024, (B)(6) = 8.53 / 8.56 mg/dl; (B)(6) = 8.59 / 8.67 mg/dl; (B)(6) = 8.43 / 8.47 mg/dl; (B)(6) = 8.57 / 8.45 mg/dl. Customer¿s normal range: 8.4-10.2 mg/dl no impact to patient management was reported.